Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with the pacemaker presented to the emergency room (ER) with syncope and an escape rate of 24 bpm. The pacemaker exhibited a loss of capture and an increased capture threshold on this right ventricular (rv) lead. It was noted impedance was stable and there was no noise. Technical services (ts) suspected a physiologic issue, due to the patient's disease state and suspected the myocardial tissue was not responding to pacing stimuli. Ts also confirmed the threshold was elevated over the past year. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.